Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the outer insulation and coil were damaged at 22.7 cm to 24.5 cm from the connector pin, due to clavicular crush. The inner insulation and coil were damaged in the same area. Suture sleeve tie down impressions were found at 15.1 cm and 15.7 cm from the connector pin. The inner and outer coils were shorted.

Event description:
It was reported that the patient presented to the emergency room after falling in the bathroom and suffering broken ribs. The right atrial lead was fractured and exhibited low impedance and loss of capture. The lead was explanted and replaced.